Event description:
Per the clinic, the patient underwent a device repositioning surgery (date not reported) due to device migration following a MRI procedure.

Manufacturer narrative:
Per the clinic, the repositioning surgery on (B)(6) 2024, was performed under general anesthesia.